Event description:
Philips received a complaint from a customer that a power tray unit did not function during clinical use. The fuse was blown and the system would not power up. There was no harm to patient. The patient was moved to another room.

Manufacturer narrative:
(B)(4). The field service engineer (fse) troubleshot the system and found a problem with the power tray and the fuse. He replaced the power tray and fuse, this solved the problem.